Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to replicate the failure. The unit passed all preventative maintenance checks.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit apparently generates balloon errors. There was no patient injury reported.